Manufacturer narrative:
Efforts to obtain additional event details were unsuccessful. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient stated that something went 'bad' during his implant procedure and he has had several medical complications since then. The system remains actively implanted.